Manufacturer narrative:
On 11-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve was damaged when the lasso in the vizigo was removed and replaced with an ablation catheter. This occurred approximately 2 hours after the vizigo's initial use. The event occurred when the catheter was being reinserted. The hemostatic valve itself was not broken. There was no air contamination. It was confirmed that there was no air in the sheath. Blood return was not observed. The sheath was replaced with another one and the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history review was performed for the finished device number lot 00002605 and no internal action related to the complaint was found during the review. There was no hemostatic valve separation detected. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU (instructions for use): use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve was damaged when the lasso in the vizigo was removed and replaced with an ablation catheter. This occurred approximately 2 hours after the vizigo's initial use. The event occurred when the catheter was being reinserted. The hemostatic valve itself was not broken. There was no air contamination. It was confirmed that there was no air in the sheath. Blood return was not observed. The sheath was replaced with another one and the procedure was completed.